Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus premier ous mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual and tactile examination on the returned device found the mandrel was partially removed from the device for 4cm in length. Analysis of the device felt resistance when removing the mandrel, however the mandrel was not stuck as reported and a whitish fm was detected 3.5cm from the end of the mandrel (opposite to the end of the pigtail). There were no difficulties or resistance met when inserting a 0.014" guidewire into the tip and exiting out through the port site. A kink was noted in the midshaft on the proximal side of the port exchange site. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that prepping difficulties were encountered. During preparation of a 38 x 2.75 promus premier¿ drug-eluting stent, the stylet would not come out of the end of the stent and became stuck. The device never entered the patient's body and the procedure was completed with another 38 x 2.75 promus premier¿ drug-eluting stent. No patient complications were reported. However, returned device analysis revealed presence of foreign matter on the device.